Event description:
It was reported that, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have air in line during patient use. It was stated in the report that the same incident occurred with cassette tubing filled over halfway with air and they were not able to return the tubing as it was primed with immunotherapy drug. There was no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a cassette filled with air could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.